Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d2, d4, d6a, d6b, h4, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observation. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.